Manufacturer narrative:
The investigation could not reveal the described problem. No fault found. (B)(4). This complaint could lead to foreign particles in the tip and shaft, causing serious harm to the patient. There is no information that reasonably suggests patient injury occurred. All available information has been disclosed. This complaint has now been closed.

Event description:
There was a adhesion on the tip and part of the shaft.